Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was undergoing surgical incision and drainage due to chest infection. During sternotomy, the driveline, which was lying close to the sternum was hit and damaged. The left ventricular assist device (lvad) went into single stator mode. The damaged portion of the driveline was isolated and protected. Patient is in the intensive care unit (ICU) with a vac system (for infection treatment) while still the pump remains on single stator mode. The infection treatment is prioritized which takes 6 weeks, eventually a pump exchange is advised as the driveline cannot be repaired. No additional information available.

Manufacturer narrative:
Conclusion: the pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Review of log files revealed two electrical fault alarms on (B)(6) 2017. After the first electrical fault alarm at 09:58:59 due to an open phase, 1 high watt alarm was logged at 09:59:00 as a result of the pump running on a single stator. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. It was stated that the patient was undergoing surgical incision and drainage due to chest infection, and that the driveline was hit and damaged during sternotomy. Based on the available information, the most likely root cause of these alarms may be attributed to the accidental damage induced to the driveline during sternotomy. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported from the site that the damage occurred while opening the sternum because of a mediastinitis, the driveline was pressed against the lower rib. No additional information is available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.